Manufacturer narrative:
On july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. Technical evaluation: the device involved in this event has been received by orthofix srl on october 4, 2022. The technical evaluation on the returned device is currently ongoing. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2022. Surgery description: revision of an elbow prothesis. Patient's information: 88 year-old, male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: for a prothesis removal, the generator stopped working after 2 sec of use and remained on a permanent red button. Tried to change handpieces/sterile components/cables, but it was not possible to solve the problem. The generator did not work and the surgeon could not use the material. It is not a problem of heat, because the handpieces and the sterile components remained cold. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device . A replacement device of same model was not immediately available to complete surgery: the operation was completed with osteotome and drills. The event led to a delay in the duration of the surgical procedure: 2 hours. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports and x-ray images are not available. Patient current health condition: n/a. On 28 september, 2022, orthofix srl received the following additional information from the local distributor: the surgery was prolonged of 2 additional hours, with extra anesthesia needed: planned surgery time 4 hours, at the end, it was 6 hours of surgery. On 3 october, 2022, orthofix srl received the following additional information from the local distributor: the surgery was that long because the surgeon took time to find the ulna nerve, the patient was fragile and first had a local anesthesy which was transformed in a general one during the surgery, the prothesis was hard to remove, the suture points were very long to do because of a fragile skin. If I had to give you how much time the surgeon would have save for this surgery if oscar was making it, I would say around 1 hour and half of saving time. But it is of course hypothetical. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. Technical evaluation. The returned system, received on 4 october 2022, was examined by orthofix srl quality operations department. The system was subjected to visual and functional check as per orthofix specification. The visual inspection detected signs of wear and use on the system. In the generator s/n (B)(6) the pm300 2m1175d power meter was not correctly positioned. This is likely attributable to an incorrect handling of the device. Despite this, the module was still working. The functional check was performed trying to replicate the issue notified by the customer: -when each of the three modules pm300 was put individually into lockout condition with he red led on, the message to execute the reboot of the pm300 appears on the display. After the restarting of the pm300, the module works properly. The system was found still functioning. In addition, one handset, s/n (B)(6) was found in the area dedicated to cable handsets with the probe still mounted. Removing the probe was difficult and required the use of instrumentation as it was locked on the handset. The probe on the handset s/n (B)(6) was bent and showed signs of forcing in tightening. Medical evaluation. The information made available on the case was sent to our medical evaluator. Please find below a summary of the medical evaluation performed. Revision of a cemented prosthesis requires for the old cement to be removed. The normal and standard way to do this is with hand instruments: hammer. Chisels, levers, pliers etc. The standard time for removal of cement in this way is 2 - 2.5 hours. Sometimes it is necessary to do an additional osteotomy. The oscar system allows the surgeon to remove the cement in a clean and atraumatic manner usually in less than 30 minutes. It therefore provides a significant advantage over the standard method with hand instruments, in terms of minimal surgical trauma and speed. However, it is an electronic instrument and may on occasions stop working with no warning. If this fails the standard method must be used, as the surgeon has implied on the form. In this case the planned surgery time was 4 hours, so some other procedure must also have been planned. Normally a prosthesis replacement should not be more than 2 hours. It is not therefore at all surprising that the final operating time was 6 hours; this is what you would expect when using hand instruments. I don't know what other procedures were planned, but please note that the surgeon thought that there was no adverse effect on the patient. The use of oscar when it is working normally provides a distinct advantage in time and efficiency for cement removal during a prosthesis revision. The surgeon was being very careful not to damage the ulnar nerve during the initial exploration, which is why the operation was scheduled to take at least 4 hours. I understand that in this instance the "faulty" probes were working correctly, and that they only needed to be rebooted to function properly. I also note signs of excessive force having been applied to the probes, both the connection and the tips. Final comments the technical analysis evidenced the following: the pm300 2m1175d of the generator s/n (B)(6) was not correctly positioned. This is likely attributable to an incorrect handling of the device. Despite this, the module was still working. The handset, s/n (B)(6) was found in the area dedicated to cable handsets with the probe still mounted. The probe was bent and showed signs of excessive force applied in the tightening area. The functional check was performed trying to replicate the issue notified by the customer: when each of the three modules pm300 was put individually into lockout condition with the red led on, the message to execute the reboot of the pm300 appears on the display. After the restarting of the pm300, the module works properly. The results of the technical analysis concluded that the generator (B)(6) is still working properly. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2022. Surgery description: revision of an elbow prothesis. Patient's informaton: 88 year-old, male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: for a prothesis removal, the generator stopped working after 2 sec of use and remained on a permanent red button. Tried to change handpieces/sterile components/cables, but it was not possible to solve the problem. The generator did not work and the surgeon could not use the material. It is not a problem of heat, because the handpieces and the sterile components remained cold. The complaint report form also indicates: the device failure had no adverse effects on patient, the initial surgery was not completed with the device, a replacement device of same model was not immediately available to complete, surgery: the operation was completed with osteotome and drills, the event led to a delay in the duration of the surgical procedure: 2 hours an additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports and x-ray images are not availabl.e patient current health condition: n/a. On 28 september, 2022, orthofix srl received the following additional information from the local distributor: the surgery was prolonged of 2 additional hours, with extra anesthesia needed: planned surgery time 4 hours, at the end, it was 6 hours of surgery. On 3 october, 2022, orthofix srl received the following additional information from the local distributor: the surgery was that long because the surgeon took time to find the ulna nerve, the patient was fragile and first had a local anesthesy which was transformed in a general one during the surgery, the prothesis was hard to remove, the suture points were very long to do because of a fragile skin. If I had to give you how much time the surgeon would have save for this surgery if oscar was making it, I would say around 1 hour and half of saving time. But it is of course hypothetical. Manufacturer reference number: (B)(4). Distributor reference number: 151.